Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a device changeout the device was unable to be interrogated due to depleted battery. When the physician opened the pocket, he noticed a visible breach in the insulation of the lead. The physician elected to repair the lead using medical adhesive and a silicone rubber sleeve and then implanted a replacement device. The patient condition is stable. Related manufacturer reference number: 2938836-2020-00487.

Manufacturer narrative:
The complaint of interrogation anomaly due to depleted battery was confirmed. The device was received from the field without telemetry, no output, and battery level at end of service. Visual inspection of the device noticed cautery mark on the can and device image could not be saved due to the lack of telemetry. The device was evaluated under nominal conditions indicated normal functionality and no interrogation issue detected. Additionally, the device was tested under various pulse amplitudes with normal results. Longevity assessment was performed, and device was in the normal battery depletion.